Event description:
Per the patient¿s wife, the patient had a total knee replacement surgery that was not related to the pump therapy. The physician was concerned that the pump was not working. The patient was told that electronic machines can stop the pump. The reporter had not heard an alarm. The patient¿s pain level was high but per the patient¿s wife ¿it could be high due to surgery¿. The patient¿s wife wanted to have the pump checked. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).